Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a dexcom g6 continuous glucose monitor (cgm) sensor pairing failure on the pump when starting a new sensor that shared the same pairing code as a prior sensor, leading the pump to display messages such as sensor expired and cannot be reused; troubleshooting included re-starting the sensor, confirming the transmitter was unchanged, and entering a fingerstick bg to prevent dosing interruption, and the issue was characterized as an intermittent communication failure involving bluetooth interoperability with the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the pump resulting in intermittent communication failure associated with the electrical and magnetic system and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.